Event description:
In 2002, the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. On april 10, 2002 maersk medical a/s received the complaint and 5 unused infusion sets. The near-incident took place in USA.